Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed for no delivery during a set change. There was resistance noted with a manual push. The issue was resolved with a complete set change. The blood glucose reading was 11 mmol/l. The reservoir was replaced but not returned for analysis.